Event description:
Boston scientific received info that this lead was displaying a gradual rise in pacing thresholds and a decrease in sensing. An x-ray was performed and revealed that this right atrial lead had dislodged. A lead revision was performed to explant and replace this lead. There were no adverse pt effects. This report will be updated if additional info becomes available or if the lead is returned and sent for analysis.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The mfg process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the mfg process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device mfg.